Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor couldn¿t run detect and treat testing due to a functional issue. The cause for the failure was isolated multiple defective components on the computer/analog board. The root cause for the isolated multiple defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor cannot run detect and treat testing due to a functional issue.